Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up and stuck at zero. During troubleshooting, fse found that the power supply was defective. The fse replaced the direct current power supply unit (pd.scomp.dcps). The part analysis of dcps was performed the analysis confirmed the malfunction of the dcps and identified that there was electronic defect. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.